Event description:
The customer reported being in the hospital for non diabetes issues and he was in a car accident. The customer stated that he attempted to reconnect the insulin pump, but he kept getting a battery out of limit. The customer has been off the device for about two weeks. Assisted the caller to clear the alarm and to reprogram the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.